Event description:
Related manufacturer reference number: 2017865-2024-73295. It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited under sensing. The lead was explanted and replaced. The device remained implanted. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.